Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they went to the emergency room on (B)(6) 2017 due to a low blood glucose level. The customer's blood glucose dropped from 110 mg/dl to 70 mg/dl. The customer treated his blood glucose level by eating a lot of sugar and brought his blood glucose level up to 427 mg/dl. He then treated his high blood glucose level with insulin. The customer's blood glucose level at the time of the call was 122 mg/dl. Troubleshooting was not completed. Customer states they get their insulin from canada. The insulin pump will not be returned for analysis.